Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead exhibited oversensing, elevated thresholds and impedances. The rv lead remains in use. No further patient complications have been reported as a result of this event.